Event description:
Caller reported blood glucose results of 30.4 mmol/l on mobile system, 4.6 mmol/l within 10 minutes on aviva nano system. Reported a second, separate comparison of blood glucose results of 28 mmol/l on mobile system, 8.0 mmol/l within 10 minutes on aviva nano system. No information was provided for the aviva nano system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.